Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd). The battery longevity displayed a change of 20 months in a period of 13 months. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.